Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead exhibited high impedance during the implant procedure. The lead impedance range was unacceptable. The lead was explanted and replaced with new lead. The patient was stable during and post procedure.